Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the patient and associated orders were visible on the server but did not transfer to the station. A technical support specialist (tss) confirmed that the patient had been discharged prior to troubleshooting. The issue was attributed to the configured patient inactivity days, which prevented the patient from appearing on the device. The customer was advised to temporarily increase the inactivity period to 30 days, allowing the patient to reappear. Once a transaction is performed for the patient, they will no longer be considered inactive, and the inactivity setting can be reverted to its original value. The customer was guided to proceed with updating the order accordingly. The system functioned as intended after the technical support specialist assisted the customer.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patient was not showing on the station. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.